Event description:
It was reported that in inspection of product in a bsc warehouse, a hair was found inside a sterile package of an epic vascular stent 8x82mm. It was confirmed that the package was completely sealed and that there was no damage to the package. This product is only ous approved, but is similar to a us marketed device.

Event description:
It was reported that in inspection of product in a bsc warehouse, a hair was found inside a sterile package of an epic vascular stent 8x82mm. It was confirmed that the package was completely sealed and that there was no damage to the package. This product is only ous approved, but is similar to a us marketed device.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluation by manufacturing: returned product consisted of an epic device sealed inside the product pouch within the box carton and no other devices. Visual and microscopic inspection revealed a hair on the housing of the epic device. The hair measured approximately 6 mm in length. The most probable root cause is manufacturing. (B)(4).